Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that device issue related configuration change. A field service engineer, verified that station was set to correct time zone reseated hdd cable and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system time displayed on the pyxis system does not align with the actual time, medstation is approximately 10 minutes slow. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.